Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety product/procedure: unable to observe as it is not related to the manufacturing process. Calcification: no observed. Product discolored: observed. As per the investigation procedure creases and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side capsular contracture baker grade I. Healthcare professional reported a left side 'exchange of a textured device due to product concern' and later a left side rupture, "capsule calcified", and "whitish color to the silicone". Device has been explanted.

Event description:
Patient reported, a left side capsular contracture, baker grade I. Healthcare professional reported, a left side 'exchange of a textured device, due to product concern'. And later, a left side rupture. "Capsule calcified" and "whitish color to the silicone". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.